Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the device was turned off, the device failed to turn back on due to a suspected dead battery. The device was explanted and replaced. The patient received no complications from the procedure.

Manufacturer narrative:
Device manufacturing date was incorrectly reported as 2/28/2006 on initial MDR. Correct device manufacturing date is 3/1/2006.